Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, eccentric and 90% stenosed proximal left anterior descending artery. A guide wire crossed the lesion and a 2.5 x 15 mm tenku was advanced for pre-dilatation, when the balloon ruptured on the third inflation at 10 atmospheres. It was reported that the balloon might have caught on the calcified lesion during advancement. A same size tenku was used successfully for pre-dilatation, and the procedure was completed after a non-abbott stent was implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: heartrail 6f il3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.